Manufacturer narrative:
A. Patient information. Not provided. No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the patient went to the hospital for a visit and showed that the surface of the electrical power cables of the system controller were frayed. When the doctor looked at the power cables green liquid was visible on the broken surfaces of the wire. The hospital was asked to take log files. They showed several emergency backup battery (ebb) faults. It was recommended the system controller be replaced immediately.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables, green fluid, and a backup battery fault alarm on the system controller (serial number: (B)(6)) was confirmed. The controller was returned for analysis, and evidence of fluid ingress and damage on the power cables was noted. It was also noted that the backup battery had exceeded its service life on 01dec2024. Data from the downloaded log files contained an active backup battery fault alarm due to the backup battery being past its service life. The log files showed no indication that the fluid ingress prevented the controller functioning as intended for the duration of data reviewed. The driveline was disconnected on 11jun2025, consistent with the reported controller exchange. No other notable events were observed in the data reviewed. The controller supported a mock circulatory loop for an extended period without issue and passed all functional testing except for slightly raised resistances on the power cables, consistent with the observed damage. The fluid ingress did not appear to prevent the controller from supporting the system as intended. Provided information indicated that there were no adverse effects due to the controller exchange. The root cause of the damage and fluid ingress was unable to be conclusively determined via this investigation. The root cause of the backup battery fault alarm was determined to be user error in a backup battery past the end of its service life. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use (rev. G) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was replaced. The system controller exchange resolved the alarm. There was no impact to pump support. The system controller would be returned.